Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg would not communicate. The patient had a surgery previously and did not put the ipg into surgery mode. The ipg was explanted and replaced on (B)(6) 2019. The patient has effective therapy post operatively.